Event description:
It was reported the patient presented during routine follow up and non-sustained lead noise alert was observed. Review of egms identified some instances of t-wave oversensing and some instances of what appeared to be true lead noise. Noise could not be reproduced by manipulation. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.